Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
(B)(4) was used for the cardiovascular event as there is no other code that best describes an unspecified cardiovascular event. This is one of two device reports associated with this event.